Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of eval.

Event description:
Received info stating that all insulin deliveries stopped. Reportedly, the customer stated that her blood sugars have been on the rise and attributes that to a new medication that she has been taking for the last week. Customer stated that she had an ultrasound procedure but pump was not close to ultrasound itself.